Event description:
It was reported that patient was experiencing inadequate pain relief despite numerous reprogramming attempts. The patient underwent an explant procedure. The explanted device will not be returned.